Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market. There are no units in stock in warehouse. Received an open, unused sample with the needle detached from the thread and the thread still wound on the pack. The thread end from the needle attachment has been checked and it has been determined that it was not introduced deep enough in the needle. Taking into account that no other customer complaints have been received we consider that this is an isolated and accidental unit. Reviewed the batch manufacturing records, this product has an internal non conformity, nevertheless it has no relation with the complained defect and the product was released fulfilling the OEM requirements. Final conclusion: taking into account that the results of the sample received does not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: japan. When customer opened package of the product, the needle and the thread was already detached.

Manufacturer narrative:
Samples received: 1 open pouch, needle detached in a sponge. 36 closed pouches received on (B)(6) 2018. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market. There are no units in stock in b. Braun surgical warehouse. We have received an open, unused sample with the needle detached from the thread and the thread still wound on the pack. The thread end from the needle attachment has been checked and it has been determined that it was not introduced deep enough in the needle. We received 36 closed pouches on 03.04.2018: tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received (36) and the results fulfill the requirements of the european pharmacopoeia (ep): 0.94 kgf in average and 0.20 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Taking into account that no other customer complaints have been received we consider that this is an isolated and accidental unit. Reviewed the batch manufacturing records, this product has an internal non conformity, nevertheless it has no relation with the complained defect and the product was released fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.